Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a near-end pressure sensor disconnected alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the authorized service provider engineer stated that the customer refused to repair the device since it was out of warranty. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.